Event description:
It was reported that the implantable pulse generator (ipg) had misleading data with atrial sensing-ventricular pacing (as-vp) percentage on the quick look ii. The healthcare professional believed the information was indicative of cumulative biventricular (biv) pacing. Based on the data drug therapy was prescribed. The ipg was programmed vvir. It was explained that true biv pacing percentages should be read from the histograms data. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).